Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. In the absence of the device being returned for analysis, a conclusive cause for the reported missing component(s) could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Sterile devices were returned for analysis with the same lot number as the reported device. All 12 devices were visually inspected and there was no damage noted to all the sterile/unused devices. The suture and link were present on the returned devices.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices are being filed under separate manufacturer report numbers.

Event description:
It was reported that when the packages of three proglide devices were opened, there was no suture/link noticed on the devices. The proglide devices were not used on the patient (no patient involvement). No additional information regarding this device issue was provided at this time.